Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications.the root cause of the infection could not be determined with the information provided.additional devices implanted and involved in this event: pxl161007/12297004 and pxl161407/11078502.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses featuring c3® delivery system.on (B)(6), 2014, follow-up imaging identified possible infection of the endograft system. It was reported the root cause of the infection is unknown.an intervention to explant the devices has not been performed due to the patient¿s deteriorating health.